Event description:
Procedure performed: hysteromyomectomy. Event description: [user facility] "surgeon connect this unit to esu but it is not energized. They try to change the cable and equipment. This unit is still not working." Expect product return. Additional information was received via email on 20oct2022 from [name], purchasing representative, [distributor] the cautery function doesn't work. A [competitor] monopolar cord was used. The cord was able to be attached to the device. The cable was replaced with an alternate device. This did not provide a resolution. There are no pictures available. No other instruments were used during the procedure. Patient status: "fine." Intervention: "they try to change the cable and equipment. This unit is still not working."

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit functioned as intended. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysteromyomectomy. Event description: [user facility] "surgeon connect this unit to esu but it is not energized. They try to change the cable and equipment. This unit is still not working." Expect product return. Additional information was received via email on 20oct2022 from [name], purchasing representative, [distributor]. The cautery function doesn't work. A [competitor] monopolar cord was used. The cord was able to be attached to the device. The cable was replaced with an alternate device. This did not provide a resolution. There are no pictures available. No other instruments were used during the procedure. Patient status: "fine" intervention: "they try to change the cable and equipment. This unit is still not working."